Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a base not responding, a battery communication timeout errors in error history log (ehl). The evaluation was performed, a battery communication error was found at power up process and the reading of battery showed with n/a value. The cause of the reported issue showed the interconnect board does not operate as intended and the battery does not operate as intended. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on interconnect board. The technician replaced the interconnect board and replaced battery. Performed power up process and all functional tests which passed.

Event description:
It was reported that a base hardware issue, (not seeing batteries) was observed. No patient injury was reported.